Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of stimulation sensation. The right lead had broken. Impedances were measured and all were "over." The pt could not feel any stimulation from the right lead even when the neurostimulator amplitude was turned up to 10.5v. The right lead was explanted and replaced on (B)(6) 2011. The pt was doing fine and getting good stimulation coverage. A f/u report will be sent if add'l info becomes available.